Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 72 mg/dl. Customer declined follow up and troubleshooting from tandem technical support, therefore no additional information was provided.